Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2012. A d314drm, implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing and an apparent lead fracture. Several non-sustained episodes were noted. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.